Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the display being partially black causing letters not to be legible. During evaluation it was found that the overlay is dented and the front case has a crack in the brass fitting hole. Overall cosmetically the unit is in good condition. Replaced the back house, lcd, overlay and added lens as an associated replacement. Replaced all damaged/worn components and reassembled unit. Unit passes all test per procedure. The potential root causes are excessive damage due to customer misuse and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-12-20. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not report a specific issue. During triage on (B)(6) 2017 the service tech found the display was partially black ca using letters to not be legible. No patient involved.